Event description:
The treating doctor reported the required extraction of tooth # 15 while using the invisalign system aligners.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor explained that tooth #15 had a periodontal condition, including a space between teeth #14 and #15 where food got trapped, aggravating the bone condition. Align's clinical review of the available records shows that tooth #15 has a large restoration, with trapped remains between teeth #14 and #15, and generalized gingivitis in the area. No conclusive evidence has been provided that supports or opposes whether the aligners caused or contributed to the required tooth extraction and therefore, this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the tooth loss, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Manufacturer narrative:
Correction under brand name and model number, no impact on traceability.